Event description:
The customer reported the monocyte counts and granulocyte counts were failing specifications on api survey (proficiency testing sample) when using the coulter act diff 2 analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and determined the wbc (white blood cell) aperture sizing was out of tolerance. He replaced the wbc bath and performed aperture sizing, resolving the issue. (B)(4).